Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, the atrial lead and the right ventricular (rv) lead exhibited noise. Both the atrial and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage.